Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a thrombus occurred. The 98% stenosed target lesion was located in the right coronary artery (rca). The reference vessel diameter was 4mm and the lesion length was 25mm. A 4.00x28mm liberte stent was implanted. An additional procedure was performed due to no reflow after the procedure which was treated with a thrombus aspiration. Residual stenosis was 0%. The stenting procedure was a technical success. The patient was discharged six days after the index procedure without angina or silent ischemia. The discharge medications were asa 100mg per day for six months and clopidogrel 75 mg/day for six months.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.